Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 215 mg/dl and 150 mg/dl using the performa blood glucose monitor. As the patient experienced a hypoglycemia, his mother gave the patient some chips and took him to the pharmacy 5 minutes after the results obtained with the performa meter. The result obtained with the professional's meter was 90 mg/dl.